Event description:
It was reported that high impedance was observed. No trauma or patient manipulation related to the high impedance was reported. Due to the high impedance the physician intended to performed exploratory surgery where he would make a decision if to replace the vns device. A review of manufacturing records found that both the lead and generator passed qc inspection prior to distribution. No surgical interventions are known to have occurred to date.